Event description:
Healthcare professional reported a revision due to a port flip on a port attached with a "rapid tack". An investigation is in progress. Follow-up findings: the facility has declined to provide further information on the alleged report. No further information available.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based upon the report that a rapidport tool was used, it is assumed that the connector is a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis but it is unknown if the device was explanted and discarded or repositioned and remains implanted. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reporter has declined to provide allergan further information regarding the serial number, model number, the implant date, explant date, event details, pt data or status of the device. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access ports have been reported to be "flipped" or invented. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degree) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled. Be aware that an upside down (180 degrees) port shows the same image."